Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A batch review could not be conducted as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) as the patients discard supplies after each therapy, the sample was not requested. The product code is unknown and therefore the 510(k) is unknown.

Event description:
Global pharmacovigilance communicated that a female patient from (B)(6) was diagnosed with peritonitis after an outpatient visit at the hospital for fever (38 degrees centigrade), cloudy effluent and abdominal pain. Treatment of cefazolin sodium hydrate (1gram, intravenous, once a day) started on (B)(6) 2010. The peritoneal effluent was sent for culture and amikacin sulfate (100milligrams, intraperitoneal, once a day) was started. Per the physician, there might be a break in aseptic technique prior to the event of peritonitis and the patient received re-education training. At the time of this reporting, the patient was not recovered from the event. Therapy was ongoing. The physician stated that the event of peritonitis was unrelated to dianeal-n pd-4 1.5 or extraneal therapies.